Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose of between 150 mg/dl to 596 mg/dl and would like to troubleshoot insulin pump to make sure everything is working properly. Troubleshooting found that customer has bent cannulas but pump seems to be working as designed. Troubleshooting advised customer to change out the entire set, reservoir and insulin and treat and follow up per doctor's instruction.